Event description:
It is reported that the device revised in 2007. The surgeon states there are no surgery records from the original procedure. When the surgeon removed the stem, the plasma sprayed pads came off of the stem and he had to dig them out of the patient's bone canal as they had grown into the bone. The stem was very loose and came out easily. The implant date is unknown.

Manufacturer narrative:
Evaluation summary: no x-rays were returned for evaluation. Surgical details for the primary stem are not available. Patient weight, build and activity level are unknown. Exact cause for loosening is not known. Hip stem and a well affixed femoral head were returned for evaluation. Fiber metal pad has been completely debonded from one side of the stem. The other side has approximately half of the fiber metal pad missing. A holographic evaluation was conducted on fiber metal that is still intact to inspect for bond integrity, which was found to be well within specification to current standards. No lot number was provided; therefore, manufacturing records could not be reviewed.